Manufacturer narrative:
As received, a distal portion of a partial lead was returned in one piece. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Diagnostic imaging revealed a bent helix, consistent with procedural damage, and a damaged shock coil. The reported events of noise and insulation abrasion were not confirmed.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) lead. The lead was explanted and replaced, and during the replacement procedure, there was insulation damage noted on the lead. The patient was stable with no consequences.